Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: the patient was revised to address loosening of the tibial component at the bone to implant interface. The delay in the case was to cable the femur after implanting attune rev femur with a 30 sleeve and 14x60 stem. A surgical delay of 20 minutes. Doi: (B)(6) 2021, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
With regards to this, please confirm if any of the following information is available: 1. Was there any adverse consequences to patient due to the delay/event? 2. It was stated that the cable was performed after implanting of the attune revision femur with 30 sleeve and 14x260 stem. Was the a bone fracture? Answer to your questions: 1. No further information available. 2. Yes there was a bone fx.